Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for high blood glucose and a blood pressure issue. The patient was treated with insulin drip. The customer stated that whenever he fills the insulin pump an issue occurs. This is the second time the customer was hospitalized due to an insulin pump malfunction. The insulin pump was not returned for analysis.